Event description:
Patient reported that before breastfeeding stopped, side unspecified, "not enough milk production was experienced." Healthcare professional additionally reported "exchange from textured to smooth due to product concern." This record is for the left side. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 23-apr-2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of breastfeeding difficulties are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties and concern for texted implant device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported that before breastfeeding stopped, side unspecified, "not enough milk production was experienced." Healthcare professional additionally reported "exchange from textured to smooth due to product concern." This record is for the left side. The device has been explanted.